Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve had "poor flexibility." It was stated that when the valve was pressed during the test, the rebound speed was very slow. There were no patient symptoms or complications associated with the event. The valve was explanted and the patient¿s status was listed as alive ¿ no injury.

Manufacturer narrative:
The returned valve was patent and met the requirements for leak, valve flux, reflux, pressure-flow, and pre-implantation. Therefore, laboratory personnel could not duplicate the nature of the complaint. There was particulate debris observed in the reservoir of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.